Event description:
It was reported that during a laparoscopic with biopsy and closure of loop ileostomy, the reload experienced breakage, and a broken part from the reload disengaged. It was noted that the loop was closed outside of cavity and when they pushed bowel back in, they noticed the piece via camera view. The broken piece was retrieved using a laparoscopic forcep and the device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant product: gia80mts, stapler gia80mts med thick tristp (lot #: n5c1731uy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Func tional testing found that the knife cut completely and cleanly. The firing knob could be advanced and retracted without any hang-ups. It was reported that during a laparoscopic with biopsy and closure of loop ileostomy, the reload experienced breakage, and a broken part from the reload disengaged. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.